Event description:
During the surgery, the tip of the screw driver did not engage with the thread of the screw. A backup device was used with no problem.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.